Event description:
A customer reported that control-iq was not adjusting insulin delivery as expected. The blood glucose level recorded was 49 mg/dl. To address the low blood glucose, the customer consumed carbohydrates and no third-party assistance was required. Control-iq was active and cts educated the customer that it was functioning correctly, predicting glucose values 30 minutes ahead and adjusting insulin accordingly, although the customer did not acknowledge correct functionality. The customer was able to upload pump data for further investigation and follow-up was arranged as needed.